Manufacturer narrative:
The customer¿s complaint that the tubing came apart below the drip chamber could not be confirmed because the product was not returned for failure investigation. A photo of the secondary set inside its packaging pouch was provided by the customer. No separations were observed per photo provided. The root cause of this failure was not identified. Although requested, patient demographic details and were not provided.

Event description:
It was reported that the distal part of the drip chamber that connects to the tubing came apart. The set contained chemotherapy medication. There was no report of a leak and it was not known if the set separated with priming or if the set was connected to a patient at the time of the event.